Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. No lot # provided. Device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: unable to perform complaint lot history check due to an unknown lot number for needle clog. Investigation summary: customer returned (2) open 4mm, 32g pen needles without the tear drop label, inner shield, or outer cover. Customer states that the needle was clogged. Both returned pen needles were tested and both were able to expel properly without any observed defects. Unable to perform DHR check due to an unknown lot number for needle clog. Based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was no table to duplicate or confirm the customer¿s indicated failure. Root cause cannot be determined at this time as the issue is unconfirmed. Based on the above, no additional investigation and no CAPA/sa is required at this time.

Event description:
It was reported a pen needle was clogged during use. Event description email states: needle blocked. Date sanofi received complaint: (B)(6) 2020. Date sanofi received the sample: 26.10.2020. Pir: 100071873.